Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x15mm trek dilatation catheter advanced without issue to the mid left anterior descending (lad) coronary artery lesion. Pre-dilatation was performed. Following, the balloon was unable to deflate. The operator thinking there was an indeflator issue switched to a syringe for deflation; however the balloon still failed to deflate. The device was removed without issue. Once outside the anatomy, the balloon was tested. Partial slow deflation was possible. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events for this lot. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av determined that this is not a systemic issue and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.